Event description:
It was reported that this right ventricular lead was explanted and replaced due to exhibiting noise, oversensing and pacing inhibition. Due to this the patient experienced a syncope episode in which they hit their head. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).